Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on (B)(6) 2025, the cgm reading was low and the patient ate something. After this the patient experienced dizzy, sweaty, shaky feet, and her "head not there". The patient¿s boss called for an ambulance. The patient was brought to the hospital, and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was 700 mg/dl. The patient was treated with insulin (route unknown). The patient was discharged from the hospital after about 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.